Manufacturer narrative:
Date sent: 09/05/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hand assisted laparoscopic sigmoid the device fired, but did not staple correctly. The mucosa was restapled to secure. Another device was used to complete the case. There was no consequence to the pt.